Event description:
It was reported that during a breast biopsy, the mammomarkers would not deploy into the biospy site. There were no patient consequences reported.

Manufacturer narrative:
Date sent: 10/14/2008. Clear tip sheared at distal tip. Evaluation summary: the analysis results of the device found that the tip of the introducer tube was received torn and missing. A corrective action has been initiated to address the root caused of the finding. In addition, the reported marker deployment event could not be confirmed as the instrument had the collagen plug with the clip already deployed. However, the firing mechanism of the instrument performed as intended. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.